Event description:
It was reported that the patient experienced elevated blood glucose (bg) and ketone levels after apply a third pod. Her bg rose to 24 mmol/l (432 mg/dl) and ketones reached 1.3 mmol/l. She informed her diabetic educator, who advised her to go to the hospital. Upon arriving at the hospital, her bg had increased further to 26 mmol/l (468 mg/dl, and ketones were 1.6 mmol/l. The medical team assessed her and administered insulin. As a result, both her bg and ketone levels began to decrease. She was discharged after spending 5 hours in the emergency room. At the time of follow-up via phone call, her bg level had dropped to 5.7 mmol/l.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: l2+ *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.